Manufacturer narrative:
On (B)(6) 2011 a bec field service engineer (fse) verified that all leaks were cleaned up. Instrument was primed 50x in attempt to re-create leak to determine location and cause. Fse could not reproduce the leak. Fse primed instrument 25x to observe operation of float switches. Float switches are operating in nominal order and no leaks were detected. Fse verified repair per established procedures. Results meet published performance specifications. No further hydro leaking complaint was filed as of (B)(6) 2011. Bec internal notification number is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report unknown fluid leak in the hydro pneumatic compartment and onto the floor. Customer technical support instructed the customer to use personal protective equipment. No injury or exposure was reported.